Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to remove the cartridge from the pump, inspect and remove the o-ring from the pneumatic tap, and clean the area. They were guided through the process of filling a new cartridge and attaching it to the pump, which successfully resumed insulin after completing the load process.